Event description:
Customer received a result of 20.9 mmol/l on the mobile and a result of 8.9 mmol/l on the aviva nano system within 10 minutes. On a different occasion the customer received a result of 22.2 mmol/l on the mobile and a result of 6.9 mmol/l on the aviva nano system within 10 minutes. On a different date the customer received the following results on the mobile system within 10 minutes: 22.9 mmol/l, 15 mmol/l, 12 mmol/l, 10.4 mmol/l, and 12.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the customer no longer has the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system. Will not be returned to manufacturer.